Manufacturer narrative:
The insulin pump uploaded properly using care link pro and all of the bolus data recorded properly on data report and no history anomaly noted. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer's insulin pump has two cracks on the screen. Her blood glucose level was reported to be 230 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.